Manufacturer narrative:
The company service representative examined the system and confirmed but did not replicate the reported event of system message (sm). The company service representative confirmed the sm in the event log. The footswitch cable was replaced as a prevention. The company service representative did not replicate the air-gas fluid (agf) issue, and a consumable syringe issue. The pneumatics module was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system message displayed and the auto-gas fill syringe was not fully purging during the ophthalmic gas purge cycle. The procedure details were unknown. There was no report of any patient harm. Additional information has been requested.